Event description:
It was reported that the patient had a face lift about one year ago. Six months ago, the patient developed tenderness near the incision. The physician reopened the area and removed the sutures. The patient took systemic antibiotics and performed daily wound care since the re-operation.